Manufacturer narrative:
The recipient was reportedly experiencing loss of lock. Programming adjustments were made, however, this did not resolve the issue. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was lost and will not be returned to the company. A review of device history record was completed and no anomalies were noted. This is the final report. .

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
The recipient's device was explanted. The recipient was reimplanted another advanced bionics cochlear implant. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: device available for evaluation? Correction: evaluation codes.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts in the fantail region, damage to the epoxy header, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts in the fantail region, damage to the epoxy header, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed that a resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of the resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.